Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one integrity rx coronary stent system to treat a severely tortuous, severely calcified lesion located in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that stent deformation in vivo occurred during positioning/advancement. It was stated that medical / surgical intervention was required that the damaged stent was removed without causing harm to the patient. Another 3.0x36mm medtronic stent was used to complete the procedure. No further injury was reported.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: the device was removed from the hoop with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. It was later reported that medical / surgical intervention was not required to remove the stent from the patient, or as a result of this event. The damage stent was removed from the patient. A 3.0 x 36mm medtronic resolute integrity stent was used to complete the procedure and was implanted successfully. The patient had no complications or injury from the procedure. Event date was later reported as the 28th february 2020, and therefore, the stent was not expired at time of use. Correction: the event did not lead to or extend patient hospitalization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.